Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "suspected leak". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and missing. Leak test was performed and found opening on posterior/anterior/radius. A microscopic analysis was performed which identify sharp opening on radius, missing piece of the shell and missing diaphragm valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening in the radius side due to an unidentified (tear) opening. A missing piece of the shell due to inconclusive. A missing plug strap of the shell due to inconclusive.

Event description:
Device has been explanted.